Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: uterus / perforation (uterus)') in a 30-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included dysfunctional uterine bleeding and diarrhea. Concurrent conditions included pelvic pain, dental caries and vomiting. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), cystitis ("bladder infections") and vaginal haemorrhage ("heavy vaginal bleeding / abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, dysmenorrhoea, abdominal pain, cystitis, vaginal haemorrhage, urinary tract infection, vaginal infection and menorrhagia outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not provided. Most recent follow-up information incorporated above includes: on 4-dec-2019: pfs & mr received. Reporter's information were added. Lot number was added. Patient's demographics was added. Concomitant conditions were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device: uterus / perforation (uterus)") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), cystitis ("bladder infections") and vaginal haemorrhage ("heavy vaginal bleeding / abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, dysmenorrhoea, abdominal pain, cystitis, vaginal haemorrhage, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received events added from pfs- migration of essure device: uterus / perforation (uterus) and dysmenorrhea, pain, abnormal vaginal bleeding, infections bladder, urinary tract infection, vaginal. Reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: uterus / perforation (uterus)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), cystitis ("bladder infections") and vaginal haemorrhage ("heavy vaginal bleeding / abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, dysmenorrhoea, abdominal pain, cystitis, vaginal haemorrhage, urinary tract infection, vaginal infection and menorrhagia outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Events menorrhagia (heavy menstrual bleeding) and plaintiff did not undergo essure confirmation test added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device: uterus / perforation (uterus)') in a 30-year-old female patient who had essure (batch no. A14898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included dysfunctional uterine bleeding and diarrhea. Concurrent conditions included pelvic pain, dental caries and vomiting. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles / dysmenorrhoea"), cystitis ("bladder infections") and vaginal haemorrhage ("heavy vaginal bleeding / abnormal vaginal bleeding"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (partial hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, dysmenorrhoea, abdominal pain, cystitis, vaginal haemorrhage, urinary tract infection, vaginal infection and menorrhagia outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, menorrhagia, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), infection ("infections") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove essure device). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, infection, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.